Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. On (B)(6) 2016 a follow up computed tomography angiogram (cta) showed a possible type 1b endoleak from the right iliac or a type 3b endoleak. An angiogram was completed and the type of endoleak could not be confirmed. The physician elected to implant an additional bifurcated stent and a limb extension on the right side to seal the endoleak. Patient was in stable condition post procedure.